Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red, itchy and blistery indentations under the electrodes. The patient allergies to adhesives, especially medical grade. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a steroid cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.